Event description:
It was reported that a subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to unknown reason. No additional adverse patient effects were reported.

Event description:
It was reported that a subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to unknown reason. No additional adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted due to patient's request. Patient requested to explant due to ejection fraction improvement. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to unknown reason. No additional adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted due to patient's request. Patient requested to explant due to ejection fraction improvement. No additional adverse patient effects were reported.